Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited various episodes of inappropriate shocks due to noise and oversensing. No other information was provided. This lead went out of service approximately eight years after implanting due to the patient passing away due to unrelated reasons. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).